Event description:
Ventilator spontaneously shut down while patient was on CPAP trial. Nurse at bedside, removed patient from ventilator and manually ventilated pt. Ventilator alarmed after it shut down, ventilator removed from service and biomed notified. No immediate patient harm identified, patient was doing well on CPAP trial and received extubation order from md shortly after event. Per biomed tech: "turned vent on and verified device alert screen comes up. Accessed service logs. Noted logs: post dram test failure xp0084 and bus error/access fault failure ut0002".